Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer. Therefore, the product investigation was conducted on the production and inspection records. The results are listed below: as the product will not be returned from the customer, visual inspection could not perform and further information could not be provided about the lens and the entire injector. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
On insertion of lens, consultant noted that the blue haptic was detached and remained behind the lens cartridge. Inserted lens was cut in half in order to remove, and a replacement lens reinserted.